Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the lifeband will not clip into the encoder pool shaft of the autopulse platform (serial #(B)(4)) and platform displayed user advisory - "(ua) 12" (lifeband not present). Patient use information was requested but no additional information was provided, therefore patient use is unknown. Please see the following related MFR report: MFR 3010617000-2020-01083 for the autopulse platform (sn (B)(4)).